Event description:
Case description: investigation results. Novopen 3 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result updated. Manufacturer comment updated. Manufacturer's comment: (B)(6) 2018: as the device novopen 3 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary investigation results. Novopen 3 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
High blood glucose level [blood glucose increased]. Broken novopen 3 [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood glucose level" beginning on (B)(6) 2018, "broken novopen 3" beginning on (B)(6) 2018, and concerned a female patient (age not reported) who was treated with novopen 3 (insulin delivery device) from unknown start date due to "diabetes mellitus, type 2". Patient's height, weight and body mass index: not reported. Medical history included diabetes mellitus, type 2 (duration unknown). It was reported that in (B)(6) 2018, novopen 3 was broken and the patient experienced high blood glucose (unit unknown) and was hospitalized. Action taken to novopen 3 was reported as unknown. The outcome for the event "high blood glucose level" was unknown. The outcome for the event "broken novopen 3" was not reported. Reporter comment: the reporter's causality assessment related to the suspect product (novopen 3) is "possible". The reporter (patient's granddaughter) turned to us with a request to provide a new injector instead of a broken one (novopen 3).